Manufacturer narrative:
Corrected describe event or problem: "the hospital did not report any patient effects." To "the hospital did not report any patient involvement." Corrected patient codes: "no consequences or impact to patient" to "no patient involvement". (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed vasoview 6 pro blade on the tip was bent when kit was being assembled. A replacement device was used to complete the procedure. The hospital did not report any patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to u.s, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed vasoview 6 pro blade on the tip was bent when kit was being assembled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.